Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.614.027, lot 1829935: manufacturing site: werk hagendorf. Release to warehouse date: june 23, 2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: the holder pin was found bent and deformed along with larger holding tip on the handle. The etch on the device had started fading as well. A functional to assemble the shaft on the handle was performed. The shaft did not sit tightly on the holder space and was toggling. A mating device was not returned for evaluation of difficulty in assembling the screw but the pin on the shaft was deformed. This could have contributed to the complaint issue. The complaint condition can be replicated during investigation. Dimensional inspection showed the relevant dimensions were conforming. Based on the date of manufacture, the current and manufactured to version of drawing were reviewed. The handle had deformed leading to the issue with assembling of the shaft and the screw. During investigation, a definitive assignable root cause could not be determined but this could be due to normal wear of the device with use. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the instrument was loose and slack, attaches poorly to the screw. It slips quickly and is unstable. Procedure was delayed for fifteen(15)- twenty(20) minutes. This report is for one (1) persuader. This is report 1 of 1 for complaint (B)(4).